Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the drill bits properly could not be confirmed. However, during evaluation it was observed that the tip of the device was bent and drilled. It was determined that the bent and drilled tip was caused by the cutter device not improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the cutter device in compression. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or use error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device would not hold the cutter devices properly. During in-house engineering evaluation, it was observed that the device had a bent tip and was drilled. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.